Event description:
Attempting to remove epidural catheter. Plastic sheath popped. Stopped withdrawal. Notified supervisor. Pt kept immobile. Anesthesiologist notified. Supervisor present. Wire catheter broke. Supervisor retracted approx 2" more of wire. Surgeon beeped. Surgeon arrived and succeeded in removing approx 2" wire. Felt that all of wire was removed. Lidocaine administered and approx 2mm incision made in back. Unable to remove more plastic sheath. Anesthesiologist called. He and surgeon consulted on phone, stat lumbar x-ray ordered. Neosporin ordered for epidural site. Bandaid applied to epidural site.